Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had scratched housing, air leak, shaft aging, upper trigger stuck, lid dial not turning to rock position, moving parts did not move smoothly, cosmetic damage, trigger did not move smoothly, component damage, would not run and would not hold/secure the battery. It was also found that the device failed pre-test for general condition, leakage test, check for mechanical free moving, sticky triggers, falling out protection, fitting of the lid and general function of the device. The assignable root cause for the additional malfunctions found during repair are due to component wear.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device moving parts did not move smoothly/sticky triggers. It was noted in the service order that the device button of cover would not move when connected to the handpiece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.